Event description:
The manufacturer received information that a ventilator inoperative condition occurred on a bipap a40 pro device. There was no allegation of serious or permanent harm or injury. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.